Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient presented to the clinic with skin opened over the lead extension. On (B)(6) 2023 it was reported surgery was performed only in the epidermis of the skin to help healing. None of the implanted devices were implicated. The devices were clean and functioning as intended. In an update it was reported the ae was changed to erosion on (B)(6) 2023. The patient had all the device explanted including ipg, leads and extension and had no plan to have a replacement. The patient had been submitted as a withdrawal on (B)(6) 2023 from the adroit study due to: ¿subject´s dbs system is permanently explanted.¿ the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
E1-reported phone number -(B)(6). B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced a skin infection and wound dehiscence at the extension site. Surgical debridement was performed at the extension site to address the issue.